Event description:
The following has been reported: "pump occlusion error" and "cant seem to receive the logs after retrieving them and refreshing for couple hours." A preliminary review of the logs could not be performed. The device was returned for an undetermined failure as log files were not available. Upon evaluation, new logs were pulled. During the log retrieval process, it was observed there was visible moisture damage from inside the lcd, as well as the set ID giving erratic readings causing the pump to act as if a set was being inserted and removed repeatedly. The new logs indicated a battery 2 failure had occurred. Upon internal investigation it was found there was extensive oxidation and sedimentation damage from fluid ingress. Fluid ingress was tracked to a spot on the lcd where the rtv is not continuous around the screen. Reporting as a conservative measure for the fluid ingress on the lcd rtv identified during investigation. No adverse effects were reported.